Event description:
A doctor's office alleged that six (6) patients had experienced a debonding of restorations after placement with the maxcem elite clear product. This is the first of six (6) reports.

Manufacturer narrative:
An adhesive strength test of the returned product was evaluated, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to this lot. Upon the patient's return visit on (B)(6) 2013, the doctor re-cemented the crown for tooth #30 using a different product, without further incident. To date, the patient is doing fine. Adhesive strength tests of the returned products were evaluated, yielding results within specifications. A DHR of lot numbers 4789546 and 4803743 review revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to these lots.